Event description:
In sep. 2005, the patient had amyloidoma on c2 odontoid and co and c3-c5 (pedicle screws) was fixated. In 2006 he had additional surgery for amyloidoma for other tissues beside spine around c2. The patient complained of discomfort on his cervical spine and underwent xxray, and it was found that screws had broken. The patient was revised.